Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show alarm #1035 (opm communication loss) upon boot-up. After arriving in the lab, the issue was reproduced. During troubleshooting it's been determined that optical bench was drawing higher than normal current that from the pbm, which - in order to maintain constant power - was lowering voltage supplied to optical bench, which wasn't enough for the optical bench to operate (therefore communication stopped). The cause of the controller alarm upon bootup was loss of communication to optical bench, resulting from high current draw, due to defective ccd assembly on optical bench this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller failure red alarm. There was no reported patient involvement.